Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxguard extension set was leaking the following information was received by the initial reporter with the following verbatim it was reported by the customer that they pulled back from the open end of the extension tubing to waste blood, and blood and saline begin leaking out of the y-site.